Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician inserted the lead into the lateral coronary vein, however during slit of introducer, the lead dislodged. The lead was removed and a new lead used successfully. The patient was doing well and would be monitored with routine follow ups.